Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was in critical override. The field service engineer (fse) found that the ethernet cable unplugged from the back of the station. The fse then reconnected it and tested the system in hardware test application mode to confirm proper functionality. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on critical override and indicated that it was not communicating. The customer reported that there was a delay in patient care and disrupted workflow processes. There were no adverse events or injuries reported based on this event.